Event description:
Apparent noise on this lead is visible on iegms. Full lead evaluation recommended. Lead remains implanted at this time. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
13-jun-2022 additional information, inappropriate shocks. Lead explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.